Manufacturer narrative:
Batch review performed on 22 march 2023: lot 2002938: (B)(4) items manufactured and released on 24-june-2020. Expiration date: 2025-06-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Preliminary investigation performed by r&d manager: revision surgery of a gmk sphere implant after 2 years from primary implantation for loosening. From the picture of the explanted components, no anomalies can be noted. We can see that the cement remained adherent to the bone. Poor interdigitation between implants and cement can have variuos origins, most likely related to the cementation process or the cement itself. From investigation, there is no evidence that the event is related to faulty devices. Other devices involved: gmk-sphere 02.12.0026l femoral component sphere cemented size 6+ l (k140826) lot 2003221: (B)(4) items manufactured and released on 07-july-2020. Expiration date: 2025-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Gmk-sphere 02.07.0036rp patella resurfacing size 4 (k113571) lot 2008651: (B)(4) items manufactured and released on 28-sep-2020. Expiration date: 2025-09-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in reporting reported knee pain. The surgeon ordered a CT scan which appeared the components were loose. While performing the revision, it was confirmed that all three cemented components were loose (tibia, femur and patella). At about 2 years from primary the surgeon revised all components and the surgery was completed successfully.